Event description:
A clinician informed gensia of a case of regurgitation and aspiration. The clinician was an attending anesthesiologist for the case, and stated the pt was probably as asa ii or iii and was at least a mallampati class ii. The pt was lying supine on the table, and the table was turned so that the anesthetist was not at the pt's head, but at the pt's side. The reporting clinician took over the case after the lma had been inserted and the pt was starting to breathe again. The pt became light and started to strain, so the clinician gave the pt some IV anesthetic. The pt settled down, and anesthesia was maintained with flurane. Forty-five minutes into the case, the pt again became light and started to strain. The clinician noted vomitus in the lma tube. He suctioned the pt, removed the lma, and intubated the pt without difficulty. In recovery the pt's chest x-ray showed right lower lobe changes. The pt was hospitalized overnight and treated with antibiotics. The pt recovered and was discharged the next day.